Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's boyfriend reported via telephone call that the customer was hospitalized (B)(6) 2016 due to high blood glucose. The blood glucose had been up to 600 mg/dl and she was treated with manual injections, but it still did not come out. The customer was taken to the hospital and released after three days when the blood glucose was stabilized. The insulin pump was worn at the time of the event. The caller did stated that the cannula had been kinked. The caller also reported a hospitalization due to low blood glucose on (B)(6) 2016. The blood glucose reading was 60 mg/dl. The customer was not wearing the insulin pump at the time of this event due to the insulin pump not turning on after inserting a new battery. The caller reported that there may had been scarred or hardened tissue or stretch marks where the infusion set would be inserted. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact however, tested with a test battery cap the insulin pump alarmed failed battery test due to corroded battery tube. Unable to perform functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify off no power without low battery alarm due to failed battery test alarm. The insulin pump had cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked case at the display window corner and minor scratched lcd window.